Manufacturer narrative:
(B)(4). A visual and microscopic examination of the device found the device was returned with a break in the hypotube 245mm distal to the catheter strain relief. There were kinks along the entire length of the hypotube shaft. This kind of damage is consistent with excessive force being applied to the system. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the 2.75x24mm promus element stent would not cross the lesion. The lesion being treated was located in the tortuous, calcified mid left anterior descending (lad) artery. The lesion was predilated with an unknown size maverick balloon. The procedure was completed with a 2.50x24mm promus element. No patient complications were reported and the patient's status is good. However, the returned product revealed a shaft fracture. This product is only (B)(4) approved but it is similar to an approved us device